Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3537, serial# unknown, product type: programmer, patient. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient regarding their external neurostimulator (ens). The following event is considered a sudden change in therapy/symptoms. Patient reported painful stimulation. Patient got the trial on (B)(6) 2017. When they sat down, the level increased big time. The patient screamed and jumped up due to the extreme pain. By time the patient reported the information, they had decreased stim to 1.1v and wasn't in pain. Caller was unable to get the lock button to lock on patient programmer (pp). It was reviewed to wait 2-3 minutes until device went in sleep mode.